Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the event could not be determined. The apollo device tip detachment occurred while canulating the vessel. There was no reported resistance when retrieving the apollo. The apollo tip was not embedded in the onyx cast. A clarification was provided stating that the reported statement, "detached portion outside the body" was in reference to the tip removal via aspirations with the navien guide catheter. The anatomical location of the apollo tip was in the m1 segment of the mca. The patient had no complications recovering from the procedure and there have been no adverse events reported. No kink was identified as the time of preparation. The guide wire was hydrated as indicated in the IFU. During the device use/ procedure a continuous flush was maintained through the guide catheter. All the information has been confirmed/provided by the physician. Accessory devices include a navien guide catheter and a non-medtronic (chikai 008) guide wire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an apollo catheter had premature tip detachment. The patient was undergoing surgery for treatment of a arteriovenous malformation (avm). The access vessel was the middle cerebral artery (mca) feeding artery with a vessel diameter of 1mm. It was noted the patient's vessel tortuosity was moderate. It was reported that mca branches were the feeding artery for the avm. While canulating the branches, the distal tip of the apollo got detached. Then the physician slowly pulled back the microcatheter, along with the 008 wire into the navien 5f. Then the physician aspirated and took the detached portion outside the body. The physician took another apollo 1.5cm and successfully embolized the avm. It was noted that there was tip premature detachment. There was no friction or difficultly during the injection. There was no force applied during the removal. The catheter tip was not entrapped/stuck. There was no vasospasm and no surgical or medical intervention required. The catheter was flushed as indicated in the instructions for use (IFU). It was indicated that all devices were prepared as per the IFU, and no patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Product analysis as found condition: the apollo catheter was returned for analysis within a shipping box, inside of a opened apollo catheter outer carton (lot- b614351), an opened apollo catheter inner pouch (lot- b614351), and within a dispenser coil. Damage location details: no damage was found with the apollo catheter hub. The catheter body was found to be bent at ~59.7cm from the hub. The distal shaft was found to be in good condition; in addition, the apollo detachable tip was found detached from the distal shaft. The detached tip was not returned. No other anomalies were observed. Testing/analysis: the ldpe overlap was measured to be 1.39mm, which was found to be within specification. (Specification: 1.0-2.5mm) conclusion: based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ was able to be confirmed, as the apollo catheter was returned with the detachable tip detached and not returned. A few possible causes of premature tip detachment to occur are during preparation, navigation, injection, and/or patient vessel tortuosity; however, the likely cause of the tip detachment could not be determined. Regarding the bent damage found with the catheter body. A few possible cause for catheter kink/damage are but not limited to guidewire or delivery system removed aggressively and/or patient vessel tortuosity; however, the root cause for the damage was unable to be determined. Any contribution the detachable tip had towards the detachment could not be confirmed. It was noted that the patient's vessel tortuosity was moderate, which could be a possible cause for resistance, and possible detachment. The navien guide catheter and a non-medtronic (chikai 008) guide wire mentioned in the report were not returned; therefore, any contribution these device had towards the detachment was unable to be assessed. The condition of the guide cathete r and the non-medtronic guidewire was unable to be determined. The report mentioned that ¿there was no friction or difficultly during the injection¿. During testing the device failed to be flushed with water. While skiving the distal shaft, some signs of onyx was noticed. The onyx was washed off during the flushing. It was indicated that all devices were prepared as per the IFU; in addition, a continuous flush was maintained through the guide catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.